Event description:
It was reported that the deep brain stimulation (dbs) patient was explanted due to patient had been read for encephalopathy and had edema vs infection of his left lead, partially explanted, portion remains implanted. The patient is awaiting his progress after explant, will be discharge to rehabilitation when appropriate. The device will not be returned as it was retained by customer.

Manufacturer narrative:
Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 34955843.